Event description:
It was reported that during implant of the right atrial (ra) lead the helix would not extend after more than 30 turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and visual summary analysis of the lead indicated stretching. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the guide tooth of the lead was extrinsically damaged, the outer insulation of the lead was extrinsically breached due to a cut, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead returned stretched and with the helix fully extended. The helix cannot be retracted due to severe damage that occurred at implant.